Event description:
It was reported, the patient presented in the emergency room due to phrenic nerve stimulation. A dislodgement of the right atrial (ra) lead was observed. The ra lead was repositioned to resolve the event. The patient was stable.